Manufacturer narrative:
The reported event was confirmed. A complete lead measuring 86.1cm without stylet or guidewire was returned in one piece. Test stylet could not be inserted due to the inner coil being bunched and green ptfe coating consistent with guidewire coating between the inner coil filars at the connector region. The cause of the reported event was due to inner coil being bunched and green ptfe coating between the inner coil filars.

Event description:
It was reported during an implant procedure that the guidewire was stuck, broke off within the lv lead and could not be removed from the lead. The physician elected to remove and replace the lv lead. The patient was stable.